Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined the exterior of the sample and did not find anything to contribute to the reported event. Inflated the balloon with air while submerged in water and found bubbles leaking from the drainage eye. Dissected and found that the inflation eye snip went through the inflation eye into the drainage lumen, allowing the sample to leak. This occured in the snipping area of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that catheter fell out of the patient with a deflated balloon due to water leakage. This event occurred on the day of placement. The catheter was inserted into the patent at a urology outpatient department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheter fell out of the patient with a deflated balloon due to water leakage. This event occurred on the day of placement. The catheter was inserted into the patent at a urology outpatient department.